Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported therapy wasn't working and they turned stimulation off. When the consumer tried turning stimulation on again the implantable neurostimulator (ins) was depleted. It was noted the consumer had periods of high blood pressure and their foot was run over by a car. The consumer also needed an MRI so their system was removed on (B)(6) 2016. Currently the consumer was in physical pain and it hurt to lean to one side. The pain the consumer was experiencing was the pain they were initially implanted for which they continued to have, but it was "manageable." Following explant the consumer was dizzy and felt unbalanced, but their doctor told them the symptoms they were experiencing were not related to surgery and they should consult a primary care physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.